Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 14mm from the tip and is approximately 28mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient injuries reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient injuries reported and the patient condition was good.